Event description:
A nurse reported low vacuum occurred while using the irrigation/aspiration (I/a) handpiece. The unit was switched out to complete the procedure. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. During the examination, system message "aqualase not available" occurred. The company rep reseated the aqualase pcb (printed circuit board) cables and the message did not recur. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).